Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Caller stated she had just purchased this meter this past saturday, (B)(6), for her husband. Meter was reading in the high 200s and he was altering his insulin dose according to the readings. (B)(6) around 11:30 he wasn't able to respond so she took his reading and got 143. He went unconscious so she called the paramedics. Paramedics arrived around 11:40-11:45 to revive him and they took his sugars with their meter and got a reading of 53. They gave him oral glucose gels, but he wasn't responding to that so they gave him glucose in an IV. They also had him eat and he felt better afterwards. Once he was stable they advised to have him seek medical attention if he started to feel ill again. He has been fine since and he did not have to go to the emergency room or seek further medical attention. She said her husband is on relion insulin and his typical readings are between 120-140. He cleanses hands before testing with soap and water. He only uses fingertips to test and applies blood to strip as shown in the manual. He changes out his needles for each test. Controls not used. Requesting refund.